Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while performing physical activity. Technical services (ts) analyzed device episode data and found that the shock occurred due to t-wave oversensing while programmed in the alternate vector. The shock impedance had been rising up to 118 ohms, which was high within normal limits. It was noted that there was intermittent r-wave under-sensing. This patient has a history of inappropriate shocks with this system. Reprogramming to the primary vector was done in clinic. Ts suggested x-rays as well. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.